Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed of insufficient negative pressure. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is chinese academy of medical sciences fuwai hospital shenzhen hospitale1 event site telephone was shortened due to character limitations. The complete number is: (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
It was reported that cs100 intra-aortic balloon pump (iabp) with negative pressure alarm was insufficient during the use of the equipment. Getinge field service engineer (fse) found 4-3, the equipment alarm negative pressure is too low, on-site detection is the drive valve group failure, waiting for the customer to order spare parts. 6-15, the customer gave up repairing this equipment, failed to conduct all functional tests on the equipment, and did not approve the customer to use the equipment. Patient involved.no harm was caused to the patient h3 other text : customer gave up repairing this equipment.

Event description:
N/a.